Event description:
Customer reportedly received results of 32.0 mmol/l on the mobile system and 8.0 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Event description:
The customer reported that the insulin pump had an error alarm. Troubleshooting was performed. The customer stated that the device had unresponsive buttons. Advised customer to discontinue the insulin pump use. No further info was provided.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the aviva nano system; caller no longer has the test strips for the aviva nano system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(4). Caller did not provide product information for the aviva nano system; caller no longer has the test strips for the aviva nano system.